Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station application launched and found no issue. A field service engineer was informed by the customer that the equipment is up and operational. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system was requesting a password for connection, software failed to launch and displayed a black screen. The customer reported that the whole device was down. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.